Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.

Event description:
The event is reported as: complaint description: according the surgeon, clip did not go out. Another applier was used. No other issue. No pt injury reported. Pt current condition is fine.